Event description:
Customer's father reported via phone call that numbers were flashing on insulin pump and then realized none of the buttons were responding. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No display anomaly was noted. The insulin pump had a cracked case at the display window corners and a cracked reservoir tube lip.